Event description:
An olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined no image was present when the device was tested with olympus, model series 180 scopes. This report is submitted due to no image present when the device was tested during in-house service.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image present when the device was tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure. Additional evaluation findings are as follows: top cover, front panel and feet noted worn; video connector socket mechanism failure; keyboard failure due to printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the image failure. A definitive root cause for this issue was not established. However, it is probable that issue occurred because of a faulty patient board set. It is also probable that the subject device was manufactured before the circuit design of the operational amplifier of the dr board was changed. Olympus will continue to monitor field performance for this device.